Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Patient had vf and vt multiple times but was not shocked because of rv undersensing. R waves were about 1.3-1.8 and the device was undersensing consistently. The pacing and sensing portion of this lead was capped and replaced. The ICD was replaced at the same time.